Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "hardness" and "some tiny bumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: adverse events: treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the juvéderm volbella® xc group, after repeat treatment with juvéderm volbella® xc, treatment-related aes were reported in 13.7% (17/124) of subjects. Injection site mass occurred in 7.3% (9/124) of subjects. Treatment-related aes occurring in = 5% of subjects included chapped lips and injection site bruising, edema, induration, and pain. Treatment-related aes after repeat treatment occurred with lower incidence rates, severity, and duration compared to initial/touch-up treatment. Isrs lasting beyond the 30-day diaries were considered aes. Aes were also reported by the investigator at follow-up visits. Among the 139 subjects treated with juvéderm volbella® xc at the initial treatment, 14 (10.1%) experienced a total of 22 treatment-related aes. The most common treatment-related ae was injection site mass (lumps/bumps). Subjects treated with juvéderm volbella® xc experienced mild (7.9%, 11/139) or moderate (2.9%, 4/139) treatment-related aes. In general, the treatment-related aes required no action and resolved without sequelae. Among the 139 subjects who were treated with juvéderm volbella® xc at initial treatment and received repeat treatment with juvéderm volbella® xc, 3 experienced a total of 4 treatment-related aes after repeat treatment. These aes include 3 reports of injection site mass and 1 report of oral herpes. None required treatment. Of the 4 aes, 2 were mild (1 injection site mass [lumps/bumps] and 1 oral herpes), which resolved without sequelae, and 2 were reported with a maximum severity of severe (both events were injection site mass [lumps/bumps] in 1 subject) and then mild at the completion of the study.

Event description:
Patient reported they were injected with 1 syringe of juvéderm volbella® xc and one syringe with juvéderm voluma® xc around the lips, down by the side of chin and vertical lip lines. Later that month, they were injected with one syringe of juvéderm volbella® xc in the lips. Approximately 15 months later patient started experiencing "hardness" and "some tiny bumps" around the mouth. This is the same event and the same patient reported under MDR ID # 3005113652-2018-01620 (allergan (B)(4)) and MDR ID #3005113652-2018-01635 (allergan (B)(4)). This MDR is being submitted for juvéderm volbella® xc.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received from the healthcare professional (hcp) revealed patient was first injected with 2 syringes of juvéderm volbella® xc. Approximately 6 weeks later, patient was injected with 1 syringe of juvéderm volbella® xc in the lips and smoker¿s lines and 1 syringe of juvéderm voluma® xc in the chin/marionette area. About 3 months later, patient had a dental procedure. Symptoms were noticed ¿a few days after the dental procedure.¿ an unspecified amount of time later, patient¿s symptoms were treated with hyaluronidase, clarithromycin, and minocycline. Symptoms are ongoing.